Event description:
It was reported that the air dermatome handpiece was broken. No add'l clinical info was received prior to this report.

Manufacturer narrative:
On may 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 01/22/1993 and was last repaired on 01/23/2007 for a non-related issue. Eval of the device observed it was not operating, most likely due to a bad swivel and that the head, control, bar, and all four width plates were damaged. Prior to repair, the device was outside of calibration specifications at the zero thickness setting on the right side and at the thickness setting on both sides. Repair of this device included replacement of the swivel, motor, head, control bar, control shaft, eccentric shaft, and all four width plates. It has been six years since this device has been returned to zimmer surgical for maintenance or repairs; therefore, lack of preventative maintenance most likely led to wear to the swivel over time and potentially to the motor, most likely causing the customer's reported event. Also, lack of preventative maintenance and improper handling by the user most likely contributed to the lack of calibration and damage to the head, control bar, and width plates. The device was serviced and returned to the customer.